Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 5cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leaking PICC. PICC migrated, fracture at 5cm possibly, leaked at exit site. Extravasation. Device was used for chemotherapy. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 34cm, inserted to basilic vein, exit site marking 2cm, secured with statlock. PICC used for oncology treatment (paceltaxol albumin bound). No known occlusions. Leakage identified by extravasation, leak at the 5cm mark. PICC was used 6 weeks. There are no xray images available. Catheter site was cleaned with chloraprep (3ml). Additional comments: patient's 3rd PICC!

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 5cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leaking PICC. PICC migrated, fracture at 5cm possibly, leaked at exit site. Extravasation. Device was used for chemotherapy. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 34cm, inserted to basilic vein, exit site marking 2cm, secured with statlock. PICC used for oncology treatment (paceltaxol albumin bound). No known occlusions. Leakage identified by extravasation, leak at the 5cm mark. PICC was used 6 weeks. There are no xray images available. Catheter site was cleaned with chloraprep (3ml). Additional comments: patient's 3rd PICC!

Event description:
It was reported leaking PICC. PICC migrated, fracture at 5cm possibly, leaked at exit site. Extravasation. Device was used for chemotherapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.